Event description:
A report was received that the patient was experiencing pain and a burning sensation at the pocket site. The patient was prescribed (B)(6) and an oral antibiotics in case of infection, although the physician does not believe the patient has an infection. No further action will be taken.

Manufacturer narrative:
Additional information was received that the patient was explanted due to the burning sensation. The physician does not believe the burning sensation was device related. The patient was reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-8216-50, (B)(4), description: artisan 2x8 paddle lead (lim), 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain and a burning sensation at the pocket site. The patient was prescribed soma and an oral antibiotics in case of infection, although the physician does not believe the patient has an infection. No further action will be taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.